Manufacturer narrative:
The customer has a proactive procedure implemented to verify unexpected results prior to reporting results out of the laboratory, thereby preventing potential risk to patient safety. The procedure is to repeat all abnormal patient results. Service was not dispatched for this event. A root cause for this event has not been determined.

Event description:
A customer was contacted via accutni customer contact program and reported to beckman coulter, inc. (Bci) some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were reported out of the laboratory. The samples were re-tested upon physician's request, and the results were within the normal reference range. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.